Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the paddles were defective. There was no adverse patient impact reported.

Event description:
The customer reported that the paddles were defective. Further information was provided that they were short-shipped and not defective.